Event description:
It was reported that the pump battery couldn't be charged. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Bg was addressed via manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.